Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead displayed high, out of range pacing impedances in all configurations. The patient was seen for a procedure where the device was electively explanted. The lv lead was explanted as well. There were no adverse patient effects reported. The device has been returned for analysis. The lv lead is not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.